Event description:
The guiding catheter was in the patient and being loaded over the wire when the hub was discovered to be obstructed. The wire that was being used was not noted. The same wire was used in another catheter and there were no issues. There was no patient injury.

Manufacturer narrative:
As a vista brite tip guide catheter was being advanced into the patient, the catheter got stuck when the wire could not pass through the hub. The catheter was easily removed and replaced with another and no patient injury occurred. A 6fr non-sterile vista brite tip guide catheter was returned for analysis coiled in a plastic bag. The shaft was kinked in two places. No other abnormalities were found. The catheter was measured and the inner and outer diameters were found within the expected tolerances. A 0.035" emerald diagnostic guidewire was introduced into the catheter; slight friction at the end of the hub was noted. The catheter was flushed and a leak at was noted at the hub/body union. The ID band was removed and there was a slight separation found between the hub and the body. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint of "obstructed" was confirmed; the obstruction was caused by a slight separation between the hub and the body. Although the exact cause of the slight separation could not be conclusively determined, previous investigation into this type of failure with additional testing and efforts to replicate failures in test samples show that the product meets internal torque specifications. Additionally, process controls - that include the use of a support pin during the hub molding operation and flushing equipment after molding - are capable of preventing and/or detect hub-body separations, leakage and obstruction in the guide catheter process. Actions were previously opened to investigate this failure mode. No additional actions will be taken at this time.